Event description:
During a follow-up in clinic, episodes of noise resulting in oversensing were observed on the right atrial (ra) lead. Provocative testing was performed and ra lead noise was reproduced. No further intervention was performed at this time. The patient was stable.